Event description:
The patient contacted nephron pharmaceuticals corp. Regarding a product complaint of electrical shock on (B)(6) 2013, associated with the ez breathe atomizer. The patient reported that he experienced an electrical shock in his truck after pressing the "on" button on the atomizer. In addition, he experienced numbness in his hands, tongue irritation and impaired speech. His right eyelid also drooped. The patient stated that the effects of the shock lasted for an hour, and he called the paramedics for medical assistance. During a follow-up phone call on (B)(6) 2013, the patient reported that he turned on the atomizer while the device was in his mouth when he was shocked. He added that he experienced voice alterations. Upon their arrival, the paramedics assessed that his blood pressure was 180/110 mmhg as opposed to his normal blood pressure of 138/78-80 mmhg. Paramedics assessed and released the patient. The patient is a (B)(6). His past medical history is significant for bronchial asthma. In addition, the patient is a current smoker and has dentures with wires of an unknown composition. His medication regimen includes benazepril (once daily), carvedilol (once daily) and unknown medication. He did not report any allergies to any medications. Medical review: based on the information provided, the reported events are conservatively assessed as possibly related to the use of ez breath atomizer. Information regarding an exposure to electrical source was not provided. Blood pressure may have increased secondary to acute conditions, exacerbated by underlying hypertension.